Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door latching errors as a door not fully latched alarm. The alarm was caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had door latching errors. It was also reported there was no patient involvement.